Manufacturer narrative:
(B)(4). Sigma performed flow rate tests on the pump and could not reproduce any inaccuracies with the pump. The pump was also tested for flow rate at the settings described by the customer and the tests passed.

Event description:
This pump was reported to have delivered inaccurate flow rates and was sent to biomed for testing. According to biomed, there is no other information available as there was no internal incident report. The pump was tested by biomed who also reported inaccurate flow rate (310 ml/h and 80ml infused volume at a setting of 200 ml/h and 60 ml vtbi). The type of IV set used could not be identified.